Event description:
The customer had stomach infection and was hospitalized for high bgs. Troubleshooting was performed. The customer does not have a back up plan. Suggested that the customer contact their doctor.